Manufacturer narrative:
Siemens completed the investigation for outside of the us (ous) customer complaint of falsely elevated results on the atellica im with high-sensitivity troponin I (tnih) lot: 110. The customer obtained an elevated result (> 99th percentile) atellica im high-sensitivity troponin I (tnih) lot 110 result on plasma sample from a 37-year-old athletic male patient with no risk factors or findings during cardiovascular clinical assessment. This result was discordant relative to a low/normal result on an alternate method. There is no allegation of patient or user intervention or adverse health consequence due to the event. Reagent problems were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. The alternate method was a troponin t method and not troponin I method. Siemens requested additional information from the customer and sent heterophilic blocking tubes and non-specific binding blocking tubes to the customer to perform interference testing on the sample. The customer has declined to provide any additional information regarding this event. Therefore, siemens is unable to investigate further. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. Values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The assay instructions for use (IFU 11200498 rev. 11) states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Specimens from some individuals with pathologically high gamma globulin levels may demonstrate depressed ctni values. Additional information may be required for diagnosis." " heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." " an unknown interference was observed in analytical spiking and dilution studies causing negative bias that may affect interpretation of patient results. The unknown interference may be due to the presence of ctni autoantibodies, which have been reported in up to 10% of patients with or without ami and up to 20% of patients positive for rheumatoid factor. If the ctni result is below the 99th percentile value at the first blood draw, at least two additional blood samples should be drawn before results are interpreted as negative for ami." "There are conditions other than ami that are known to cause myocardial injury and elevated ctni values." "Results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Based on the limited information, the cause of the discordant result cannot be determined, but appears to be a patient specific issue. Customer is operational with the assay. Siemens filed MDR 1219913-2025-00176 on 03-oct-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens filed MDR on 03-oct-2025 and MDR supplemental 1 report on 08-dec-2025. Additional information - 24-dec-2025: data that had been previously requested by siemens was finally received in the complaint after the investigation had concluded. The information was regarding heterophilic blocking tubes (hbt) results as follows: atellica im tnih hbt result (following 1 hour of incubation at ambient temperature): 95.409 ng/ml. Atellica im tnih prior to hbt treatment: 98.167 ng/ml. This minimal variation is not considered clinically significant and does not support the presence of heterophile antibodies. This additional information does not alter the initial conclusion provided in MDR supplemental 1 filed on 08-dec-2025, that stated, "based on the limited information, the cause of the discordant result cannot be determined, but appears to be a patient specific issue."

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an elevated atellica im high-sensitivity troponin I (tnih) lot 110 result on plasma sample from a 37-year-old athletic male patient with no risk factors or findings during cardiovascular clinical assessment. The elevated atellica im tnih result was not reported to the physician. A low/negative result was obtained when the same sample was retested using an alternate method (troponin t) and was believed to be correct. There is no allegation of patient or user intervention or adverse health consequence due to the event. Siemens requested additional information from the customer and sent heterophilic blocking tubes and non-specific binding blocking tubes to the customer to perform interference testing on the sample. Results are pending. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the event.

Event description:
The customer obtained an elevated atellica im high-sensitivity troponin I (tnih) lot 110 result on plasma sample from a 37-year-old athletic male patient with no risk factors or findings during cardiovascular clinical assessment. The elevated atellica im tnih result was not reported to the physician. A low/negative result was obtained when the same sample was retested using an alternate method (troponin t) and was believed to be correct. There is no allegation of patient or user intervention or adverse health consequence due to the event.